Event description:
It was reported, the bronchofibervideoscope exhibited it looked like it was leaking black like the inner lining of it. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the black foreign material leaked due to a degradation problem. However, the type of foreign material and a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.